Manufacturer narrative:
Technician found that the head section was drifting down as the manual CPR valve was not working. Replaced CPR valve to resolve this issue.

Event description:
Info received indicated that the head section of the bed was drifting down. No alleged injuries by account.